Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes had 30 molding defects. There was no report of impact to patient or user.

Manufacturer narrative:
H.6. Investigation summary: 2 photos were provided for investigation. Evaluation of the photo confirmed the presence of damage to the inside of the tube. Evaluation of the photos do show a tube with no specimen in it and a tube with specimen in it. There is damage to the inside of the tube as there is plastic that is sticking out from the inside wall of the tube that has had a specimen in it. Nowhere on the production line is there anything introduced to the inside of the tube that would cause this type of defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was able to confirm the customer¿s indicated failure mode with the photo provided however, this defect is not caused by any process during the manufacturing of this product. The exact cause of the failure mode cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes had 30 molding defects. There was no report of impact to patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.